Event description:
An iab catheter was inserted via the sheath provided. During insertion, blood was seen coming back through the balloon. The pt expired; however, it was reported that this was not related to the event. Related to report# 2248146-2014-00055.

Manufacturer narrative:
The device was returned to the MFR on (B)(4) 2014 and is currently being evaluated. A follow-up report will be submitted with the results when the investigation is complete. (B)(4).